Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no up and down button response due to corroded up and down keypad traces. The insulin pump had missing end cap sticker. No moisture damage inside pump noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture and does not function. The insulin pump will be return for analysis.